Event description:
It was reported that during surgery there was a collection error "the malleoli points were collected in the wrong order. Press the right foot pedal to recollect the malleoli points". The operation side was confirmed and selected properly. The camera position was changed; the distance of the camera till the operation site was confirmed approx. 1.5 meters. Still, the error was persisting. The procedure was completed manually with s&n instrumentation. No other complications were reported.